Event description:
It was reported that pump displayed cartridge change error when customer attempted to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, and attempted to reload cartridge but was unable to complete load process, even after trying a new cartridge from specified lot, so call was referred for escalated troubleshooting and no further outcome information was available.